Event description:
Customer reported leaking from the smartsite port closest to the drip chamber causing pooling of tpn on the counter. Customer stated no additional patient or event information is available. There was no report of patient harm or medical intervention required.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the failure investigation is completed.